Manufacturer narrative:
H.6. Type of investigation code b20: the device was discarded at the treating facility and was therefore not available for analysis. In h10/h11 additional manufacturer narrative, remove. "H.6. Type of investigation code b20: the device remains implanted and is not available for analysis."

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) for aortic arch aneurysm. The dsf was inserted using the left femoral artery approach. As a concomitant procedure, transcatheter aortic valve replacement (tavr) was performed. Access angiography revealed extravasation in the left external iliac artery, and dissection in the left common iliac artery. A stent graft was deployed in the left external iliac artery, the metal stents were deployed into the left common iliac artery. The patient tolerated the procedure. The physician stated as follows. There is no doubt that the damage was caused during sheath advancement.

Manufacturer narrative:
H.6. Type of investigation code b14: the device history record was reviewed to ensure that each manufacturing and inspection operation was performed and indicated the product met creganna medical specifications and procedures. H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation conclusions code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.) And bleeding. Added h.6. Investigation conclusions code d12. Corrected g2 report source to foreign.